Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the procedure, a retrograde type a dissection (from renal artery to short of distal arch) was observed. The physician believes the possible causes of the dissection are as follows: the suprarenal stent (main body) was placed on the tortuous suprarenal area, and it applied excessive stress on the blood vessel. Also, the extension force increased because an additional cuff was placed and thus the suprarenal stents were overlapped. The patient has still been hospitalized for the blood pressure control and rest cure. The patient has been in good condition, and the false lumen has been thrombosed as planned, so the patient is scheduled to be discharged. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).